Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had repeated non recoverable fault 23008. The customer restarted the system couple of times, still the issue persisted. The procedure was converted to laparoscopy with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was converted to laparoscopy due to repeated recoverable faults and the customer did not perform hard power cycle. The customer tried to reboot the system during procedure but the issue persisted. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non recoverable fault 23008, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23008 on the right master tool manipulator (mtmr) related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date 10-nov-2022 on system sk0247. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm (master tool manipulator) 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce, but could confirm the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The mtm2 had no trouble found.

Event description:
Refer to h10/h11 for follow-up information.